Event description:
It was reported that an interrogation showed the right ventricular (rv) lead oversensing the atrial activity. It was also reported that the right atrial (ra) lead was sensing the ventricle activity. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2014. (B)(4).